Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to (B)(6) 2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported during fetal monitoring, the device displayed the heart rate accurately and consistently, but the audio output is intermittent. The user reported that the unit was turning itself on and off repeatedly. It was reported, the patient was moved to another device for monitoring. No additional information was provided; therefore, good faith efforts are being performed. The device was in use at the time of the event.